Event description:
One endeavor rx drug-eluting stent (2.75 x 12mm) was implanted at the 1st obtuse marginal and one endeavor rx drug-eluting stent (2.75 x 12mm) (MFR report# 2953200-2008-01167) was implanted at the proximal lad. Pt was asymptomatic at 30 days follow up. It is reported that an acute non-stemi, with troponine elevation occurred approximately 5 months following index procedure. Investigator has indicated that event was related to the study stent. Location of infarction was anterior. Investigator assessed the event as a non-q-wave mi. A repeat angiography was performed due to this event. A ptca revascularization of the proximal lad was carried out 4 days following the reported mi, due to restenosis after previous ptca. One drug-eluting stent from another manufacturer (3.0 x 23mm) was implanted. Investigator has indicated that the revascularization event was related to the study stent.

Manufacturer narrative:
Evaluation: results: (myocardial infarction, restenosis of the stented artery) patient (required secondary intervention)